Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) an interlink system t-connector extension set in which a leak occurred. According to the report, the extension set was attached to an insyte catheter. Blood started backing up the catheter into the interlink system and leaked. Upon inspection, it appears the leak came from a vertical crack in the interlink housing. When flushed, saline came out of the crack. The condition occurred during patient use. It is unknown if there was any patient injury or medical intervention associated with this complaint. No additional information is available.